Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05379. It was reported the patient had fallen. Afterwards, the patient experienced pain in an unspecified location and was hospitalized. The patient was also hospitalized due to post-op pain. Follow-up revealed the patient later passed away. The cause of death was unrelated to the fall and her scs system.